Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was around 700 mg/dl at the time of incident. The customer reported experiencing body aches, nausea, abdominal pains and vomiting. The customer was diagnosed with diabetic ketoacidosis at the hospital. The customer was treated with an IV of fluids, insulin, morphine and nausea medications. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported another high blood glucose event where their blood glucose was over 500 mg/dl. The customer's current blood glucose was 89 mg/dl. The customer also reported a no delivery alarm. Customer stated they have tried all remedies for the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.